Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 60 with prompts to restart during attempts to sync reports, and the issue persisted after multiple restarts; the user was not yet on pump therapy and blood glucose values were unaffected, consistent with a device problem of failure to read input signal involving the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a bluetooth communications error and a failure to read input signal traced to the circuit board. The device powers up when put on a charger. When the "about menu" is accessed, there is no bluetooth address nor a ble version. The device was reset several times due to the fact alert 60 was in the menu for alarms. With no success alert 60 still stayed. At some point during the operations of this device, the hoverboard u4 bluetooth chip failed. When a good hoverboard was installed bluetooth worked as designed. The customer's complained is confirmed.